Event description:
It was reported that the lead was explanted and replaced due to dislodgement and failing to capture. The lead was thrown away and will not be returned for evaluation. The patient was stable before during and after procedure.